Event description:
During the implantation procedure, it was reported that this device was not pacing in bipolar. The device was programmed back to unipolar and back to bipolar and still no pacing. A new reply dr was implanted successfully.

Event description:
During the implantation procedure, it was reported that this device was not pacing in bipolar. The device was programmed back to unipolar and back to bipolar and still no pacing. A new reply dr was implanted successfully.

Manufacturer narrative:
(B)(4) 2012: the analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending.